Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during dwell 2/4 of their automated peritoneal dialysis therapy. Reportedly, the home patient stated that their cat bit through the patient line of the homechoice set. Baxter's technical service center assisted the home patient in ending the therapy early. No patient injury or medical intervention was associated with this incident per the home patient.